Event description:
The distributor reported that lights went out on their customer's system and smoke was observed coming from the system.

Manufacturer narrative:
The system was evaluated by an authorized distributor who found that two components (triacs) on the ac distribution board had failed which caused the smoke. The system was repaired by the distributor and placed back into service.